Manufacturer narrative:
Product complaint # (B)(4) additional information: : UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information provided: for 2 consecutive threads of the same box. Prlne hs blue 36in 4-0 d/a sh-2 (hs6861h): affected side: not applicable reason why product is not available: available prlne hs blue 36in 4-0 d/a sh-2 (hs6861h): batch number (lot/lot): uabeak list all j&j products that were used during the case but did not contribute to the reported event. Have any injuries been reported to patients or users? No was there a significant delay? No . If available, please provide your product order number (po). ## (B)(4). Would you like a return label at the end of this process?no. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an aortic valve repair on (B)(6) 2026 and suture was used. The needle has detached from the thread, the same episode had happened to a colleague of his who had previously been to him, of whom we had not become aware. No adverse patient consequences.